Event description:
Additional information was received, the device was reprogrammed to resolve this event.

Event description:
During a remote follow up, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming to resolve this event. No intervention has been performed. The patient was stable.